Event description:
Plasmapheresis treatment was being done on pt. Albumin replacement fluid was not dripping from bags to replace plasma being removed from pt's blood. Blood pressure fell to 80's systolyc.